Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the patient did not appear at the correct station. A technical support specialist (tss) connected to the server and discovered that the patient had been assigned to two stations simultaneously. The root cause was identified as a configuration or workflow issue leading to multiple station assignments. The customer acknowledged this finding, and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing at the right station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.